Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was the cable connecting ecgs "c" and "d" from the strain relief, breaking the brown (lead 1-) wire and damaging the j704 connector on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it had non-functional ecgs.